Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a spectrum smart cable, the image was freezing. The issue was narrowed to the cable. A delay in the procedure of less than one (1) minute occurred as an avl back-up device was obtained. No harm to the patient or user was reported.